Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer was using u-500 insulin. Tandem technical support (cts) educated the customer on insulin labeling. During troubleshooting with cts air bubbles were observed in the tubing. Reportedly, the pump supplies were changed to address issue. In addition, it was reported that the customer experienced a low blood glucose level, value was not provided. Customer alleged that the insulin being thicker is what caused bgs to drop. Recommendation was made to consult with healthcare provider regarding diabetes management.